Manufacturer narrative:
Product complaint (B)(4). Batch # t5cu2e. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality in the two (green - blue) staple height selector positions with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were completed and the staples meet the staple form release criteria on two firings. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: were there any patient consequences? If yes, please describe. Response: I heard condition of patient is good from nurse and don't have any further information.

Manufacturer narrative:
(B)(4). Batch # t5ch3f. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information and device: were there any patient consequences? If yes, please describe. To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, one side of three rows worked well, but the other side did not make b- shape well. The doctor used a new cartridge and the operation was completed safely. Patient consequence was not reported.